Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the mobile system within 1 minute: 19.1 mmol/l and 7.2 mmol/l. Customer looked "gray" and was "a bit wobbly" at the time of these results. Customer's parents treated her with "glucose" and she felt better. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.